Manufacturer narrative:
D4 - serial #, d4 - primary UDI number and h4 - device mfg date: correction. D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the air chambers were not inflating and was leaking from the bottom. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air chambers were not inflating, and the unit was leaking from the bottom. There was unknown patient involvement and unknown patient harm/adverse event reported.